Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device. Evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal and battery door were missing. There was no evidence of error recorded in event history log. The customer's reported problem was not duplicated. The downstream occlusion sensor seal was flush and had no visual deflects. Both sensors calibrated without any issues. The downstream occlusion sensor's value was stable and jumped when depressed in the manufacturing utility mode. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel. Excessive loctite has leaked into the cavity of the sensor, which could cause intermittent issues. An intermittent sensor would cause calibration issues. Excessive loctite on downstream occlusion bezel was the cause for the reported problem. Root cause of reported problem was confirmed to be the customer. The downstream occlusion sensor was replaced as corrective action. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections:d4: model number 2120; d4: catalog number: 21-2120-0104-01

Manufacturer narrative:
Operator of device are unknown. No information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump bubbled dso (downstream occlusion) and it failed dso calibration. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 08july2022 via email and attached to complaint object: all issues with this device were found during testing and repair at our facility. No patient involvement was indicated to me, or our technician, at the time we received the pumps for repair.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal and battery door were missing. There was no evidence of error recorded in event history log. The customer's reported problem was not duplicated. The downstream occlusion sensor seal was flush and had no visual deflects. Both sensors calibrated without any issues. The downstream occlusion sensor's value was stable and jumped when depressed in the manufacturing utility mode. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel. Excessive loctite has leaked into the cavity of the sensor, which could cause intermittent issues. An intermittent sensor would cause calibration issues. Excessive loctite on downstream occlusion bezel was the cause for the reported problem. Root cause of reported problem was confirmed to be the customer. The downstream occlusion sensor was replaced as corrective action. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections:d4: model number 2120; d4: catalog number: 21-2120-0104-01

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal and battery door were missing. There was no evidence of error recorded in event history log. The customer's reported problem was not duplicated. The downstream occlusion sensor seal was flush and had no visual deflects. Both sensors calibrated without any issues. The downstream occlusion sensor's value was stable and jumped when depressed in the manufacturing utility mode. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel. Excessive loctite has leaked into the cavity of the sensor, which could cause intermittent issues. An intermittent sensor would cause calibration issues. Excessive loctite on downstream occlusion bezel was the cause for the reported problem. Root cause of reported problem was confirmed to be the customer. The downstream occlusion sensor was replaced as corrective action. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections:d4: model number 2120; d4: catalog number: 21-2120-0104-01